Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "energy too high" (output energy incorrect [laser]). A technician reports an external energy sensor - energy too high error message during morning testing. They were unable to calibrate the laser and a full day of surgery was canceled. No patients had been prepped and no flaps were cut. No patient was involved.